Event description:
Related report manufacturer number: 3006705815-2023-01690. Additional information was received that the allegation was against the patient's scs system, not the drg system. One of the patient's leads had migrated and the other was not providing effective therapy, as a result the patient's scs system was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Correction: section d2: the common device name should have been scs lead rather than drg lead. Correction: section d3: the manufacturer name should have been st. Jude medical - neuromodulation (puerto rico, llc) rather than abbott medical. Correction: section d3: the manufacturer fax number should have been (B)(6). Correction: section d3: the manufacturer address line 1 should have been lot a interior - #2 street km 67.5 rather than 6901 preston rd. Correction: section d3: the manufacturer address line 2 should have been santana industrial park rather than n/a. Correction: section d3: the manufacturer city should have been arecibo rather than plano. Correction: section d3: the manufacturer phone number should have (B)(6) been rather than (B)(6). Correction: section d3: the manufacturer state should have puerto rico been rather than texas. Correction: section d3: the manufacturer zip code should have been 00612 rather than 75024. Correction: section d4: the model number should have been 3186 rather than mn10450-50a. Correction: section d4: the serial number should have been (B)(6) rather than (B)(6). Correction: section d4: the serial number should have been (B)(6) rather than (B)(6). Correction: section d4: the expiration should have been jul 1, 2021 rather than aug 21, 2020. Correction: section d4: the UDI should have been (B)(4) rather than (B)(4). Correction: section d6a: the date of implant should have been on (B)(6) 2019 rather than on (B)(6) 2019. Correction: section d4: the serial number should have been (B)(6) rather than (B)(6). Correction: section d10: the medical product should have been scs ipg rather than drg ipg. Correction: section d10: the therapy date should have been on (B)(6) 2019 rather than on (B)(6) 2019. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient is not receiving effective therapy due to high impedances on one lead. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 6431454. Common device name: drg slim tip lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(4), batch: 6431454. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 6853910.